Manufacturer narrative:
The unit failed to vibrate during the self-test due to vibrator motor connector broken black wire. The unit was received with normal operating currents. The device also passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The following physical damage was noted: minor scratched lcd window, cracked casing at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional; the device went into suspend mode for six hours without the customer knowing. The patient's blood glucose at the time of incident was 560 mg/dl. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The battery was changed and a self test was performed, but the pump failed to vibrate. The insulin pump was returned for analysis.